Event description:
It was reported to boston scientific corporation that a sensation short throw was used during endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. It was reported that during the procedure, as the snare entered the endoscope and reached the polyp position, the snare opened. It reached to the polyp via endoscope; the polyp was captured but could not be cut off. The procedure was completed with another sensation short throw. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 initial reporter address 1: (B)(6). Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Manufacturer narrative:
Block d4 (model number) has been corrected. Block e1: (initial reporter facility name). The reported health care facility is (B)(6). Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Block h11: investigation results. The returned sensation snare was analyzed, and a visual evaluation noted that the working length (distal section) was bent. A functional evaluation was performed using the 10-inch loop fixture, during which the device was extended and retracted. The loop extended and retracted properly without any issues. Continuity and electrical testing were also performed, and the device was found to be within specifications. No other problems with the device were noted. The reported event of snare loop unable to cut was not confirmed. Product analysis demonstrated that both continuity and electrical tests were within specifications. In addition, the device cannot be fully functionally tested in a way that replicates the anatomical or procedural conditions encountered during actual use. It was also noted that the working length was bent. This damage likely occurred due to the manner in which the device was handled or manipulated during the procedure. Excessive or improper manipulation may have caused the observed defect and contributed to the reported issue. Therefore, the most probable root cause of this complaint is device problem excluded.

Event description:
It was reported to boston scientific corporation that a sensation short throw was used during endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. It was reported that during the procedure, as the snare entered the endoscope and reached the polyp position, the snare opened. It reached to the polyp via endoscope, the polyp was captured but could not be cut off. The procedure was completed with another sensation short throw. There were no patient complications reported as a result of this event.